Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1133, awareness date 04-oct-2015 ). Additional information received on 20-oct-2015. It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date for contraception. Consumer reported that she experienced so much bleeding, so much emotional and physical pain, nausea, headaches, handfuls of hair falling out, aching joints, foggy brain and being intimate with her husband was painful and bloody. She is only (B)(6) and she will eventually need a hysterectomy, as it is the only option to get essure out. Follow up information received on 04-nov-2015. Additional information received on 25-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2495). Consumer reported that on (B)(6) 2011 she got essure inserted because she did not want children. Since she was never able to have comfortable intercourse with her husband, she bled every time, its taken her hair, she balls everytime she has to wash her hair, she gained weight, inflammation in med-section and have a puffiness that she was sure it was an e-belly. She has chronic pelvic pain and constant pain on her right side. She was given a ultrasound to confirm placement of the coils. She has a fibroid on her left ovary, fluid build in her uterus and they were not sure if a coil was lodging itself into her uterus. She had a total abdominal hysterectomy on (B)(6) 2015 because of essure. Product technical complaint (ptc) investigation result received on 25-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had chronic pelvic pain and so much bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (approximately 4 years after device placement). The reported events are listed in the reference safety information for essure. In this case, consumer had a fibroid in her ovary; this condition could have been a contributory role in her pain. However, considering abnormal genital bleeding, menses pattern changes and pelvic pain are possible undesirable events with essure therapy and as consumer mentioned they were not sure if essure was into her uterus (possible device expulsion); causality with the suspect insert cannot be excluded. This case was upgraded to incident; since device removal was required (hysterectomy was reported upon follow-up). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs